Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare would not cut, and the handle seemed very bouncy. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. H11: one captivator ii snare was received for analysis. Visual analysis of the returned device revealed that the working length and wire were kinked at medium section. A functional inspection, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly. In the other hand, a continuity and electrical test were performed, and the device was found within specification. No other device problems were noted. The reported complaint of loop unable to cut was not confirmed. Upon analysis, the working length and wire were kinked at medium section. These likely occurred due the manner as the device was handled and manipulated may have caused the reported and encountered problem. It is important to mention that the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare would not cut, and the handle seemed very bouncy. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.